Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported there was a dead battery. The manufacturer representative (rep) tried to jump start the device for over an hour and would not connect. The reason for not charging was patient compliance. The patient stopped charging her device due to issues with recharging. The patient had a follow-up appointment with their healthcare provider (hcp) (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated. On 2019-04-12 (B)(4) (rep): additional information was received from the manufacturer representative (rep) (B)(4) 2019. It was reported an overdischarge was confirmed. The cause of the dead battery was the patient stopped charging due to a poor connection. The rep spent over an hour and a half trying to jumpstart and the battery would not connect. The patient was following up with their doctor. No further complications were reported/anticipated.